Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The system history shows that the laser was verified successfully prior to and after the date of treatment. Logfile review would confirm the reported event which shows an error message "wrong shutter state" was displayed which interrupted the treatment. The error message is caused by pushing the foot-switch (laser pedal) in hesitant or slow manner. The device is working as intended. The concluded ple (prelaunch evaluation) of the ¿green¿ software version did uncover the reported error message. The root cause can be determined as an inappropriate handling of the foot-switch (laser pedal). Pushing the foot-switch (laser pedal) in hesitant or slow manner will lead to this error message thus to interruption of the treatment. The device is working as intended. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported laser ceased to fire during a guided treatment procedure. Treatment was unable to be completed. A shutter error message occurred. Patient will require retreatment in three to four months.